Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4.0 received the lowbatteryalert (104) on 10/15/2025 07:17:00 after more than 7 days at 13.45 days. Battery cycle 3.0 received the lowbatteryalert (104) on 10/01/2025 14:26:00 after more than 7 days at 16.23 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/15/2025 08:41:00 after more than 7 days at 12.51 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump alarmed a pump error 23 alarms on the event date of 10/15/2025 at 07:42:56.000 in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, cracked belt clip rails, pillowing keypad overlay, and label damage. Charge/battery lasts less than expected and unexpected battery power loss were not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the battery compartment. Pump error 23 was not confirmed during testing however, pump error 23 was noted in the pump history files and traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm) and a power loss alarm. The customer also reported a low battery life of the insulin pump and noticed a crack on the case near the battery tube side. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and included reviewing alarm history, confirming the type and timing of battery changes, confirming that the customer was able to clear the alarms and complete a pump rewind, and verifying that the pump showed physical damage but functionality was not affected; the customer declined further troubleshooting, was advised to discontinue use. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.